Event description:
A customer's mother reported on (B)(6)2010, she got a reading of 71 mg/dl on their freestyle freedom meter when she tried to test customer's blood sugar as her daughter was seizing. The paramedics were called and upon arrival obtained a reading of 33 mg/dl within 10 minutes. The paramedics treated customer on the scene with glucose gel and did not further transport her to a health care facility. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained. During a troubleshooting with adc customer service, it was identified the customer did not wash their hands prior to testing, which may result in inaccurate readings. The caller was educated to wash and dry hands before testing.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.